Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) stated the power button on the e-100 turned red when powered on with and without the vessel sealer instrument plugged in. An e-100 error was displayed on the screen. The customer received phone assistance from the technical support engineer (tse). Logs did not confirm any errors. The customer did not perform a system power cycle as troubleshooting and used the erbe generator. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the e-100 powered up and then had the issue. There were no major delays.

Manufacturer narrative:
Based on the claim against the product by the customer noting an e-100 generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the light on the e-100 generator would immediately go red and wouldn't work as they powered on the system. The fse replaced the e-100 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was visually inspected, and the unit was installed in a known good internal system and failed. The power led turned red, and the bipolar led did not turn on and could not perform cut/seal. The probable cause is attributed to a component failure on the e-100 generator. The complaint regarding the e-100 power button led turning red was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the e-100 became non functional and was replaced with another generator to complete the procedure. The fse reproduced issue and fa confirmed component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.